Event description:
It was reported that the device was explanted due to premature eri.

Manufacturer narrative:
The reported premature battery depletion was confirmed in the laboratory. A longevity calculation was performed and was found to be below the expected limits. The device was tested on the bench an d using automated test equipment; no high current drain sources were observed. The original battery was sent to the vendor for further evaluation and no battery anomalies were found. The cause of the premature battery depletion could not be determined. .

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.